Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2020. Approximately five (5) years after the initial procedure, a routine follow-up revealed a type 1a endoleak. The patient is currently being monitored pending possible reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed because the device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed based on procedure planning only. The type ia endoleak and additional endovascular procedure complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported to have successfully completed the reintervention and is expected to be discharged home one week post-secondary procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events - updated. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - impact code - remove code 4614. H6: investigation finding codes ¿ remove code 3233. H6: investigation conclusion codes ¿ remove code 11.

Event description:
The patient was implanted with the ovation ix stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2020. Approximately five (5) years after the initial procedure, a routine follow-up revealed a type 1a endoleak. Reintervention was completed on (B)(6) 2025. The physician elected to do a branched endovascular repair (bevar) procedure by implanting a multi-branched artivion (non-endologix) cuff which successfully excluded the type ia endoleak. The patient is expected to be discharged home one week post-secondary procedure.